Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fracture (overstress). Helix will not extend at this time due to distortion and fracture of the distal conductor within the connector. Over-retraction of the helix appears to have caused the helix to become stuck inside the sleevehead (gz) prevented torque transfer when the is-1 pin was rotated and contributed to the fracture. Upon inspection it was noted that the distal conductor of the lead was distorted/fractured (overstress). Upon visual inspection it was noted that the lead was deformed/fractured in a 5cm prox. Section of the inner coil. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure that after the second repositioning of the lead, the mechanic did not work anymore. Therefore the lead was withdrawn. The lead was not implanted. No patient complications have been reported as a result of this event.